Manufacturer narrative:
The customer complaint of male luer breakage at smartsite infusion set when connected to a non bd connector could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the male luer broke during disconnection at the smartsite infusion set when connected to a non bd connector. There was no report of patient harm.